Manufacturer narrative:
(B)(4). The patient started therapy over with the same supplies and remained connected to the set-up during the prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after a power outage in the house, the patient started the therapy over with the same supplies. The patient remained connected throughout the homechoice device priming and at the time of the reported event, the patient was connected in fill one of five. The technical service representative assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.